Manufacturer narrative:
Per the user guide: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (continuous glucose monitor read "high"). Pump supplies were changed. Pump bolus and manual injections were administered to address bg. Customer alleged pump was "defective". Pump system check was performed with tandem technical support (cts) and pump was found to be functioning as intended. However, customer continued to allege there was a pump issue. Reportedly, fiasp insulin was used in the cartridge. Cts informed customer that fiasp was not labeled for use with the pump. Customer's healthcare provider did not believe insulin was the cause of the elevated bg. Customer continued to use pump for insulin therapy.